Event description:
It was reported that a patient experienced a high drain 105 (night drain cycle #5) alarm after peritoneal dialysis therapy. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume and is an increased intra-peritoneal volume (iipv) event. The patient did not have any symptoms and stated that they might be constipated. The technical service representative assisted the caregiver with power cycling the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.